Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death as the patient was found deceased on the cycler. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Long-term survival rates for pd patients remain poor with only 11% surviving past 10 years. Cardiovascular disease accounts for most deaths as dialysis patients have many traditional and nontraditional cardiovascular risk factors. Based on the limited information and no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
On (B)(6) 2022 it was reported that this male peritoneal dialysis (pd) patient was found deceased by his daughter while still connected to the liberty select cycler. No additional information was provided. Attempts to obtain additional information were unsuccessful.

Event description:
On (B)(6) 2022, it was reported that this male peritoneal dialysis (pd) patient was found deceased by his daughter while still connected to the liberty select cycler. No additional information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Corrected information provided in h1.

Event description:
On (B)(6) 2022 it was reported that this male peritoneal dialysis (pd) patient was found deceased by his daughter while still connected to the liberty select cycler. No additional information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.